Event description:
Information was received from a consumer and a healthcare provider (hcp) via a company representative regarding a patient receiving bupivacaine via an implanted pump. The patient¿s medical history was intravertebral disc disorder with radiculopathy - lumbar region. The indication for pump use was non-malignant pain. The patient presented to the clinic on (B)(6) 2022 for it (intrathecal) pump reprogramming. At the last visit, the patient stated his pump had not provided any pain relief/the therapy was not helpful and he was reliant on his oral medications. Tapering and discontinuing and referring him to another pain clinic if he would like medical management was discussed, and the patient indicated that he understood. The patient¿s pump was currently filled with saline and to day reported increased pain at his pump site. He stated that he would like to proceed with explant. It was noted that the patient was now being seen at the other pain clinic and they were managing his tramadol which was currently prescribed at tramadol (50 mg qid), and he was happy with his management there. There were no reported environmental, external, or patient factors that may have led or contributed to the issue. The pump was explanted per the patient¿s request. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pump and the catheter were returned, analysis found no anomaly on the pump and no significant anomaly/a tear in seal in the guide ring on the catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.